Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the visual inspection under the microscope has shown that there is a deformation at one corner of the cruciform recess (see picture). Otherwise is the received screw in a good condition. The self hold function cruciform recess of the screw is not given anymore due to the deformation at one corner. Due to the damage the dimensions cannot be verified anymore. The review of the manufacturing documents has shown that this lot met all dimensional and visual criteria at the time of release. The complaint is confirmed as the self-hold feature is not functional anymore due to the deformation at one corner of the cruciform recess. No manufacturing related issue could be identified. The exact cause of this occurrence cannot be defined. It can only be assumed that the deformation was caused post-manufacturing by an excessive contact with the screwdriver, for example by a not perpendicular alignment of the screwdriver shaft. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot this mre review is for sterilization procedure only . Part: 04.503.104.01s, lot: 2l72056, manufacturing site: bettlach, supplier: (B)(4), release to warehouse date: 13.december 2018, expiry date: 01.december 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in monument. Part: 04.503.104.20, lot: h677421. Manufacturing location: monument, manufacturing date: 26-jun-2018 , part number: 04.503.104.20, ti matrixneuro screw self- drilling 4mm, lot number: h677421 (non-sterile) , this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21015, tialnbrrri4.00, lot number: h511969. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional pro-codes: jey, gxr. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, a matrix neuro screw could not be held by the screwdriver during a neurosurgery procedure. The surgery was successfully completed without any problem although it was not reported how the surgery was finished. There was no surgical delay and no adverse consequence reported to the patient. Patient was stable after the operation. Concomitant device reported: unknown screwdriver (part # unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is for -one (1) ti matrixneuro screw; self-drilling 4mm. This report is 1 of 1 for (B)(4).